Event description:
It was reported that during an implant attempt the lead exhibited high impedance despite several locations. The physician attempted a different lead that was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from origin length 58cm to 59 cm. Visual inspection found the outer insulation was extrinsic breached/cut, and the mcrd was torn, and dried blood visible on the helix. All the electrical test results were passed. Lead damaged found during analysis was not relate to the complaint of high impedance. If information is provided in the future, a supplemental report will be issued.